Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for inaccurate dispense of the trueplus pen needles. Customer stated that after dispensing the insulin and pulling the needle out, she noticed some liquid on her skin. Customer stated she thought the correct amount of insulin might not have been dispensed. The package had not been open or damaged when received by the customer. The customer has been using the product for about a week. The customer is suing compatible product and the pen needle is aligned properly. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 27-oct-2025: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.